Event description:
Event description guidant received information that this passive fix transvenous defibrillation lead was removed due to dislodgement. The physician chose to implant an active fix lead.